Event description:
Complainant alleged that during incoming inspection of the device, the pace/defib printed circuit board started to burn. There was no indication from the complainant of any patient involvement in the reported malfunction.